Event description:
It was reported that the user was using a rollator and fell sustaining unspecified injuries. Should additional relevant information become available, a supplemental report will be submitted.